Event description:
On (B)(6) 2012, a maquet ssu discovered that for cardiohelp unit (B)(4) the units touchscreen surface would shift. Touchscreen calibration would only keep briefly or not happen at all. When the unit was restarted, or after an indefinite time the problem would happen again. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). On (B)(6) 2014, service order (B)(4) was completed for unit (B)(4). The unit passed touchscreen calibration and was tested to factory specifications. (B)(4).